Event description:
It was reported to the manufacturer by the end user, per the end user, the customer fell into the pool after the chains slipped off from the cradle while in use. The patient was evaluated immediately on-site by a physician and has abrasions on her arms. (B)(4) were entered into our system to have the lift returned to joerns for investigation. As of this writing, the lift has not been returned.